Event description:
It was reported that the patient had 'problems with balance,' and 'stumbling' which caused 'a lot' of falls. The patient fell 'into the bathtub' "about two days" after coming home from surgery. The patient fell once, 'about two weeks' prior to report date, and fell twice the day prior to report date. The patient did not have the device looked at since the falls. It was also noted the patient had difficulty pronouncing words. The patient stated 'my talking seems to be getting off, where I can't pronounce words and stuff.' The patient could not recall the exact date the symptoms started,but said they began 'about two weeks' prior to the report date, and were 'getting worse.' Reportedly, the patient has had the device programmed once, since the initial activation. The patient attempted to increase the voltage the day prior to report, and did 'not notice any difference,' other than his leg wasn't shaking 'as much as it was.' The patient was awaiting a return phone call from their doctor on day of call. There was no additional information reported. The patient's outcome was unknown. If additional information becomes available, a supplemental report will be filed.

Event description:
Additional information indicated that the cause of the event was unknown and that the patient did not see healthcare professional (hcp) since the event had occurred.

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37085, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# va02kcc, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# va04nka, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).